Event description:
It was reported that the system intermittently shut down. This resulted in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos and rtos coin batteries, internal ups battery and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.